Manufacturer narrative:
Device evaluation: no device-related issues were identified through the evaluation of the returned pump and a correlation between the device and the reported driveline infection could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 5 inches from the pump housing and an additional adjacent segment measuring approximately 13 inches in length was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the returned pump, visual examination of the smooth and textured blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's infection began early 2016. The patient had been on and off antibiotic(s), managed by infectious disease. Other than antibiotics, no wound vac until the pump was exchanged.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017 the patient underwent pump exchange due to driveline infection. Additional information was requested, but has not been provided.